Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient stated that it takes several button presses to activate a pump response when pressing the down arrow button. The patient denies cleaning the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A supplemental report will be filed after evaluation is complete. No conclusions can be made at this time.